Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse resolved the issue by using a tool to press down and release the spring-loaded component on the universal surgical manipulator (usm) 4. The site confirmed that the issue occurred when the tool was manually released while pressing on the carriage with other tools to disengage it. The system was tested and verified as ready for use. The probable root cause is attributed to an improper handling of customer during manual tool release, causing a temporary jam on the universal surgical manipulator (usm) 4. This issue was resolved by using a tool to release the spring-loaded component.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, user informed the technical support engineer (tse) that a black pogo pin on universal surgical manipulator (ums) 4 was broken, preventing the sterile adapter from engaging. The user noticed the issue after completing the case and proceeded with the surgery using usms 1, 2, and 3. System logs indicated a sterile adaptor sensor missing on usm4, as the sterile adapter was fully detected and then lost one of its sensors. The procedure was completed using the remaining three arms with no reported injuries.